Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. The device was evaluated onsite by a manufacturer's field service engineer. A "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor was found to be contaminated with dirt and was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor was found to be contaminated with dirt and was replaced to address the issue. The component was returned to the manufacturer's product investigation laboratory (pil) for additional testing. The pil technician was unable to confirm a failure of the machine flow sensor. There were no issues, and no contamination noted. The component passed all testing with no errors generated.